Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a parity error. The device was tested on the bench. The reset could not be reproduced in the lab; hence the root cause of the error remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. The device was found in back-up mode. The device was explanted and replaced. The patient was in stable condition and was discharged.